Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2019 by bmc musculoskeletal disorders, titled ¿do the radiological changes seen at mid term follow up of stemless shoulder prosthesis affect outcome?¿. The study reviewed twenty-three (23) patients who underwent anatomic total shoulder arthroplasty (atsa), and hemiarthroplasty (ha), using eclipse (arthrex) and univers pe glenoid (arthrex) (not specified pegged or keeled) to address the following: idiopathic osteoarthritis (15 patients), congenital dysplasia (1 patient), osteonecrosis (3 patients), cuff arthropathy (1 patient), and post-traumatic osteoarthritis (3 patients). During the ninety-one (91) month follow-up period, one (1) patient underwent revision for an unspecified cause. Source: moursy, mohamed, et al. "Do the radiological changes seen at mid term follow up of stemless shoulder prosthesis affect outcome?" Bmc musculoskeletal disorders 20.1 (2019): 1-12.